Event description:
The patient reported that they had a defective pump put in before, but they did not have the dates in front of them. They thought it was beginning of this year (2013). The patient stated they were at the hospital, and needed to have a "pumpogram" because they thought there were complications with the catheter. The patient stated they had been suffering terribly for about six months. The medications infused were dilaudid and morphine.

Event description:
Additional information received reported there was a problem with the pump implanted between 2012 and 2013. The pump had to be replaced. The patient had bupivacaine before the (B)(6) 2014 implant, but "they took it out." At the time of the report the patient's system was being used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6 ) 2009, product type: catheter. (B)(4).